Manufacturer narrative:
The insulin pump was received with detached end cap. The pump was unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to detached end cap. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 68 mg/dl. The customer stated that a piece of the pump fell off. The location of the damage is the edge of the pump where the bumper sticker is. The customer stated that she dropped the pump on the shower mat about a few weeks ago. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.